Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> reoperation, nav patient is stable -what is meant by ¿surgeon thinks it is lack of stapler ¿? After the device was fired all staple lines were bleeding. The stapler was used 4 times, and all staple lines were bleeding. The bleeding was intraluminal. -was the staple line complete? Yes. -please give us a timeline of events when it comes to the procedure and technique? Small intestine ¿ 3 firings, transverse colon ¿ 1 firing -what were the indications for surgery? Tumor distal ileoma t4b00gista -what surgical procedure was performed? Right hemicolectomy with invagination of a loop of the small intestine -what color setting was selected on the device and what was the sequence of the firings? Blue reload. -what anatomical structures was the device fired on? Small intestine ¿ 3 firings, transverse colon ¿ 1 firing -what device was used to create the common channel? No, the anastomosis (side to side) was created by hand, using monocryl+ 3-0 suture in 2 layers. -what was used to close the common opening? The anastomosis was created by hand, without stapler so there is no need to answer to this question. -were there any issues experienced with the device in the initial surgical procedure? No. -was the device difficult to fire?no. -how were the post-operative issues identified?after the surgery patient had a not stable hemodynamics. CT scan following active extravasation of contrast material, there was a bleeding in the bowel were side to side anastamosis was created. -were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe.no, but surgeon also did not put special attention on that. -what was the total estimated blood loss (ml)? 4 units of hemoglobin, approx.. 750 ml blood loss. -was a transfusion required? Yes -how was the bleeding addressed?resection of anastomosis , terminal jejunostomy due to hemorrhagic shock. -what was the pre and postoperative anti-coagulant and pain management protocol? Clexan 0.4sc postoperative 12h after surgery, epidural anesthesia with opiate intramuscular -was the bleeding intraluminal or extraluminal? Intraluminal. -what is the current patient status? Patient after a more than a month spent in iu care, now 2 weeks are in the department. Rehabilitation for him. The necessary measures are being taken to remove the tracheostomy tube -does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? First complication ¿ intraluminal bleeding in the bowel ¿ surgeons thinks that this is the lack of instrument. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the monocryl suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the sutures untie, break, or pull out of the tissue? Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? Was there bleeding in other areas in addition to the anastomosis? Please describe the appearance of the suture during the second procedure. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number of the monocryl suture? Will monocryl suture be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Event description:
It was reported that a patient underwent a right-side hemicolectomy in the end of (B)(6) 2025 and suture was used. All staple lines were bleeding after resection, also from inside of colon. Nurse and surgeon were expierenced. All anastamoses were done by hand, suturing in 2 layers. 3 days after surgery the postoperative bleeding occured. Reoperation was done in 4th day after primary surgery. Surgeon thinks it is lack of stapler. Additional information was requested.